Event description:
Customer reported she was hospitalized due to high blood glucose of 430 mg/dl, threat with a bolus. Troubleshooting was performed. Customer was advised to disconnect from the device. The derive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. The settings on the device were checked, they are correct. Customer did not have a tubing clamp unable to perform the high pressure test. Customer was advised to change entire set. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.